Manufacturer narrative:
The technician found the brake casters would not hold in brake position. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2007-2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician has ordered the brake casters and will repair the bed once they are received in. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).